Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer that leak between the tubing and the triple fitting. There was no reported patient involvement.